Event description:
The physician achieved arteriotomy closure with a closer s 6fr device following an interventional procedure via the left groin in 2004. The pt was discharged from the facility the following day. Two days later, the pt experienced "swelling, flare and ache at the centesis area." The pt was hospitalized four days later as their "symptoms became worse" and "it was confirmed that there was drainage from centesis." An antibiotic was prescribed and a surgical incision and drainage was perforemd on the left groin site. Five days later, the "flare and ache disappeared" but the wound drainage continued. The presence of methicillin resistant staphylococcus aureus (mrsa) was confirmed from wound cultures taken on an unspecified date. The next day, a surgical procedure was performed in which "the closer s knot was removed from the femoral artery and organization around the knot was a little removed and cleaned." A "myocutaneous flap" was also performed at this time and the wound was surgically closed. The pt had a fever the following day. Two days later, another surgical procedure was performed, as "the physician decided to open the wound to prevent other infection." As of twelve days later, it was reported that the pt remained hospitalized, was afebrile and "getting better." Though requested, no add'l info was provided.